Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 9:00pm at home. Caller stated that the end-user tested her blood glucose and received a result of 200mg/dl. Caller said the end-user's normal range for that time of day is usually around 100mg/dl. Caller stated that the end-user took her daily morning medications but did not specify what those were. After about 45 minutes of getting the result of 200 mg/dl ems were called. Caller stated that the end-user had a headache. Ems arrived in about 10 minutes and tested the end-user with their meter and got a result of 135mg/dl. End-user was not transported to the hospital and the ems did not provide any sort of treatment. Prior to the ems leaving the tested her blood glucose again with their meter and got a result of 121mg/dl. No additional information was provided.